Event description:
Boston scientific received information that during a follow up visit, during interrogation a yellow window displayed indicating a shorted lead condition and low out of range shock impedance measurements. A review of the data revealed an episode had occurred and therapy was delivered. An internal technical service consultant was contacted regarding this issue and further device and lead interrogation was recommended. No adverse patient effects were reported.

Event description:
Additional information was received. Beeping tones were heard and elective replacement indicators (eri) was revealed. A replacement procedure was performed. This device was removed, replaced and returned for analysis. Upon removal from the pocket, visual inspection revealed a residue on the side of the device can.

Manufacturer narrative:
According to available information, this device remains in service. Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis confirmed the residue on the device can. Analysis concluded the device shocked into a shorted lead which contributed to the reported clinical allegation. The beeping tones were due to the shock lead shorted fault.